Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02613, 3005099803-2010-02630 and 3005099803-2010-02631 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in all four instances, one jaw of the clip bent backwards when they attempted to close the clip on the mucosal lining. The physician deployed two of the clips and left them in the patient to pass naturally (3005099803-2010-02630 and 3005099803-2010-02631). The other two clips would not deploy so the physician had to take the scope out of the patient and manually close each of clips in order to remove the device from the scope(3005099803-2010-02613 and 3005099803-2010-02614). The case was completed with an olympus clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly, was fully deployed and was not returned. Therefore the clip jaws could not be evaluated. In addition, the control wire was separated per design. There was a kink in the control wire near the handle. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02613, 3005099803-2010-02630 and 3005099803-2010-02631 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in all four instances, one jaw of the clip bent backwards when they attempted to close the clip on the mucosal lining. The physician deployed two of the clips and left them in the patient to pass naturally (3005099803-2010-02630 and 3005099803-2010-02631). The other two clips would not deploy so the physician had to take the scope out of the patient and manually close each of clips in order to remove the device from the scope (3005099803-2010-02613 and 3005099803-2010-02614). The case was completed with an olympus clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.